Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. It was reported that the incident occurred approx 3 minutes into treatment and was noted by the cobe c3 hemodialysis machine's blood leak alarm. The blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 250 cc to 300 cc. Treatment was resumed with new disposables, including a psn dialyzer of the same lot. Treatment was completed without further incident. No pt injury or medical intervention was reported per hcp.